Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and poor pad contact. Complainant indicated that the clinician obtained another device and different set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved by replacing the pads, and the device is working as intended. The device will not be returned to zoll for evaluation.